Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The p-cap / reservoir locked properly during testing. No unexpected insulin flow block or bolus stopped alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had bolus stopped alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had received insulin flow blocked alarm. The insulin pump will be returned for analysis.